Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: it was reported that (1) some syringes seem to have more lubricant present inside the syringe to help the plunger slide and (2) some syringes have been reported to have a very fine line on the wall where the diluent was after injecting the vaccine.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: it was reported that (1) some syringes seem to have more lubricant present inside the syringe to help the plunger slide and (2) some syringes have been reported to have a very fine line on the wall where the diluent was after injecting the vaccine.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.